Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the impedance was not in range. It was unknown what actions were taken and unknown what the status of the event was at the time of the report. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that there was no impedance issue. It was unclear whether an impedance issue/the impedance was not in range occurred or not. No further complications were reported/anticipated.